Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported failure to advance, entrapment of device, perforation of vessels, and death appear to be related to operational context. In this case, it is possible that the reported failure to advance, entrapment of device, perforation of vessels, and death were due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply). H10: medsun report the viperwire guide wire referenced in b5 is filed under a separate medwatch report number (3004742232-2026-00033).

Event description:
User facility medwatch report received that states "the procedure began as a diagnostic left heart cath. During the attempted orbital atherectomy of the circumflex, the diamondback catheter was unable to cross the lesion. A second attempt resulted in the burr becoming stuck, and the viper wire appeared sheared. Imaging suggested the device had become extravascular with suspected circumflex perforation. Outcome attributed to adverse event: death" the dates of event and patient expiration will be estimated as (B)(6) 2026.

Event description:
User facility medwatch report received that states "the procedure began as a diagnostic left heart cath. During the attempted orbital atherectomy of the circumflex, the diamondback catheter was unable to cross the lesion. A second attempt resulted in the burr becoming stuck, and the viper wire appeared sheared. Imaging suggested the device had become extravascular with suspected circumflex perforation. Outcome attributed to adverse event: death" the dates of event and patient expiration will be estimated as (B)(6) 2026.

Manufacturer narrative:
B2, b3: the dates of event and patient expiration will be estimated as (B)(6) 2026. D4: the UDI is not known as the part and lot number were not provided. H10: medsun report. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.